Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. No further information was provided. The customer reported event has no report of patient injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred during central processing. There was no injury to the patient. No fragment fell. It was reported that there was a broken cable with a da vinci product.